Event description:
It was reported that a surgeon explanted an edwards 34mm mitral ring due to mitral regurgitation after approximately 1 year implant duration. Surgeon replaced with a mitral magna valve. Per the operative report, after surgery, the patient was transferred to the ICU in satisfactory condition.

Manufacturer narrative:
(B)(4). Evaluation summary: as received the ring exhibits moderate host tissue overgrowth. Cuts in the sewing fabric are evident which exposed approximately 1cm of the ring; the cuts are most likely due to mechanical damage at explant. No inconsistencies detected in the x-ray, as the ring is intact. X-ray. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections and found no non conformances related to the event. Overall, the investigation results did not indicate a product quality deficiency during the manufacture of the device that may have contributed to this event. The device remained implanted for approximately 1 year. The surgeon replaced the ring and patient's native valve with a prosthetic valve. It appears that patient factors such as immune status and/or disease state contributed to the event.

Manufacturer narrative:
Evaluation: method (B)(4) - other- device evaluation anticipated, not yet begun. Conclusion (B)(4) - other - device evaluation anticipated, not yet begun.